Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (battery won't power on) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery was unable to power on due to thermal damage to the connector. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the damaged battery.